Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing. The type of oversensing was due to low r wave amplitudes as well as artifact/myopotential oversensing in both primary and secondary vector. Troubleshooting recommendations were provided in order to optimize system performance. Besides the inappropriate therapy, no additional adverse patient effects were reported. This electrode remains in service.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing. The type of oversensing was due to low r wave amplitudes as well as artifact/myopotential oversensing in both primary and secondary vector. Troubleshooting recommendations were provided in order to optimize system performance. Besides the inappropriate therapy, no additional adverse patient effects were reported. This electrode remains in service.